Manufacturer narrative:
The actual device was received for evaluation. Visual inspection of the needle/suture showed no breakage in the suture. The sample was then tested for tensile strength and met the requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Lot number; please send email when lot number becomes available.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on (B)(6) 2017 and the barbed suture was used. During the procedure, when placing the fixation tab after the first passing of the needle through the tissue, the barbed suture was broken at a point closed to the fixation tab. The wound was re-sutured with another like suture without problems. There were no adverse consequences reported. Additional information has been requested.